Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 row b pockets failed continuously. A field service engineer (fse) removed all pockets from drawer and reseated row board cable. Then the back panel was removed and row board cable on drawer controller board was reseated. The fse also reseated the retractor band cable on both connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half of the pockets in drawer 5.1 row b were missing from the cubie map, and the remaining pockets displayed read, write, and cubie memory errors. The customer rebooted the machine and was temporarily able to recover functionality, but the pockets were missing again the following day. Nursing staff were unable to retrieve medication from the affected pockets, although the medications could be moved to other pockets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.